Event description:
It was reported the rigid video scope's image had a magenta glow when it was being moved. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h3, h4 h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the reported events, such as the fiber bonding in the outer tube area (distal end) was damaged and the r-unit was broken and therefore the image is purple, were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during maintenance.